Event description:
Circulating nurse plugged cautery pencil into medtronic ft10 unit without any issues or error message. Cooper electrode was inserted into the pencil. When physician activated the cautery unit via foot pedal the filament on the electrode snapped while attempting to excise tissue from the patient. The broken electrode was discarded and new electrode was attached to the pencil. The issue persisted. A third electrode was brought into the room and attached to the pencil. Staff observed, without using the device on the patient when the foot pedal was used to activate the device the electrode visibly overheated and snapped. A new cautery pencil was brought into the room and a new electrode was attached. There were no further issues.